Event description:
Hex broke off when torquing.

Manufacturer narrative:
.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Will amend upon device receipt and completion of evaluation.